Event description:
Per the clinic, the patient experienced poor performance, pain at the implant site, tinnitus and headaches. The device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report.